Event description:
It is reported that a customer insulin pump would not turn on. The patient's blood glucose level was not recorded. The customer stated that she was visiting (B)(6) and it was hot and humid which may have resulted in the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.